Event description:
It was reported that a spectrum pump was alarming for system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A system error 322 was confirmed through review of the device's history log; however it could not be reproduced during the eval. When monitoring the latch switches on an oscilloscope, it was found that the upper aux switch is intermittently outputting voltage signals spikes which caused the pump to trigger a system error 322 event. The upper aux assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower switch does not activate.